Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient experienced infection approximately five weeks post implant. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.